Event description:
The initial reporter indicated a total of four false results across three separate products but did not indicate which patients corresponded to which device. 12 total reports are being submitted since clarifying information has not been provided within the 30-day timeframe. It was reported that during use with the bd bactec¿ plus aerobic/f culture vials (plastic), a molecular false positive result for c. Tropicalis was obtained. The patient received treatment based on the false result. The following information was provided by the initial reporter: biofire false positive for c. Tropicalis. #3 ¿ got treated for 3 days, but not a full treatment course.

Manufacturer narrative:
Additional information was received which indicated the previously reported failure did not occur with this device. This MDR should be considered canceled.

Event description:
The initial reporter indicated a total of four false results across three separate products but did not indicate which patients corresponded to which device. 12 total reports are being submitted since clarifying information has not been provided within the 30-day timeframe. It was reported that during use with the bd bactec¿ plus aerobic/f culture vials (plastic), a molecular false positive result for c. Tropicalis was obtained. The patient received treatment based on the false result. The following information was provided by the initial reporter: biofire false positive for c. Tropicalis. #3 ¿ got treated for 3 days, but not a full treatment course.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k113558, k222591. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.